Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt "never had therapeutic effect from the pump and does not benefit from oral or intrathecal morphine." Pt was considering to have a stimulator implanted and was considering options about her pain pump. She stated that the catheter could not be located and an exploratory surgery was carried out. The catheter was found to be rolled in a ball behind the pump. The pt was not sure whether the catheter was explanted or what was done. She also was concerned whether she could salvage her pump while going in for a stimulator. Add'l info has been requested, but was not available as of the date of this report.